Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists multiple types of organ failure and dysfunction, infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had severe vasoplegia secondary to suspected combined cardiogenic-septic shock with right ventricular failure, and combined hypoxic-hypercarbic respiratory failure secondary to acute respiratory distress syndrome status post veno-arterial (va) extracorporeal membrane oxygenation (ECMO) cannulation on (B)(6) 2025 and decannulation (B)(6) 2025. The patient had acute renal failure (arf) requiring continuous renal replacement (crrt), acute liver injury, which was resolved, encephalopathy which was resolved, post-operative ileus, which was resolved, hypervolemia and heparin induced thrombocytopenia (hit) (pf4+ but sra negative). The patient passed away on (B)(6) 2025. The death was not considered device related and the device operated as expected.